Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted the patient was having episodes of atrial flutter (af) which conducted to the right ventricle (rv). Additionally, there was another alert for high out of range shock impedance measurements. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information via the patient remote monitoring system that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock lead impedance measurement. Additional information was received from the field representative that the cause of this observation was not determined and the patient will continue to be monitored. At this time, the system remains in service. No adverse patient effects were reported.